Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with a blood glucose of over 1000 mg/dl. The customer was eating and kept bolusing but his blood glucose was not coming down. The customer was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Customer was still in the hospital at the time of call. The customer also reported that the insulin pump alarmed battery out limit. The product will not be returned for analysis.